Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the returned drivers were examined under magnification; the drive tips showed minor wear consistent with repeated use over 2+ years in the field. The drivers were tested with compatible screws; the complaint condition was able to be replicated in each instance as the blades were unable to retain the screw. The matrixmidface screwdriver blade is noted in three technique guides: matrixorthognathic, orthodontic bond anchor, and matrixcombo plating. In each system, the driver is available for screw insertion. The matrixorthognathic system contains three screwdriver blades with identical drive tips and varying lengths (03.503.201- 52mm, 03.503.202- 76mm, and 03.503.203- 96mm. The drivers are self-retaining. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing (packaging) location: (B)(4) - manufacturing date: january 29, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was originally reported the screwdriver blade did not hold the screws properly during a midface procedure using a matrixmidface system on (B)(6) 2016. The issued was encountered with many screws. No patient harm was reported. There was a reported delay of a few minutes (exact number of minutes was unknown). No information was provided as to whether or not a spare device was available. Update: two (2) devices were received for evaluation on (B)(4) 2016. Updated information indicated that the issue occurred with two (2) devices during the surgical procedure. This report is 2 of 2 for (B)(4).